Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 22 months ago. Aneurysm at the time of implant was not reported. Vessel morphology was reported as mild tortuosity and mild calcification. The pt returned for a routine f/u approx 1 month ago, and the CT demonstrated a type 1 endoleak due to disease progression, resulting in aortic neck dilatation. Currently, the aneurysm is 7.8 cm in diameter, and the aortic neck is 11 mm long and 26 mm in diameter at the renal arteries and 30 mm in diameter at 15 mm below the renal arteries. The physician elected to perform an open surgical repair, as there was no room in the aortic neck to place an aortic cuff, and the pt was successfully converted. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Endoleak. Disease progression and aortic neck dilatation.